Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope female tubing was found detached from the anchor seal assembly. The telescope female tubing and blue sheath assembly was separated from the imaging core when received. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position due to the detachment, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Full image characterization cannot be performed due to the telescope detached. The detachment exposes the imaging core which might onset a windup when a functional test is performed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the outer sheath was detached. During the preparation to perform a percutaneous coronary intervention, an opticross was used to diagnose an unknown lesion. When the device was tested outside the patient's body, it was noticed that the outer sheath was detached. The procedure was completed with another of same device and no patient's complications reported.

Event description:
It was reported that the outer sheath was detached. During the preparation to perform a percutaneous coronary intervention, an opticross was used to diagnose an unknown lesion. When the device was tested outside the patient's body, it was noticed that the outer sheath was detached. The procedure was completed with another of same device and no patient's complications reported.